Event description:
The reported device was received in brézins for investigation. Device history record was reviewed, no issue has been found. Device log was reviewed but data was insufficient to confirm the event as this kind of event is not recordable by the system. However no technical error was found. Upon functional investigation it was found that at mains connection, backlight was always activated and 2 leds were flashing. After keyboard testing, only one key (on/off) was functional. The reported event was reproduced. No visible pollution on display board. After exchange of display board and keyboard, the device was functioning as expected. The display board was investigated further and it was found that the component u9 that manages the keyboard and backlight function was out of order. Therefore the reported event is confirmed and due to a defective display board. This complaint is valid. No action was initiated for this event as per our local procedures however the complaint has been registered for statistical monitoring. To our knowledge no patient consequences have been reported. The trend is normal and reported risk is lower than estimated risk for both issues.

Event description:
Defective keyboard.